Event description:
Information was later received that the patient had a full revision due to the high impedance. The company representative later noted that the lead was knotted and fractured, likely due to the patient manipulating the lead externally. The explanted devices were disposed of per the facility's protocol and are not available for return to the manufacturer. No other relevant information has been received to date.

Event description:
It was reported that the patient has high lead impedance and was sent to get x-rays. X-ray images have not yet been provided to manufacturer for review to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.